Event description:
A surgery coordinator reported that a surgeon was planning to exchange an intraocular lens (iol) due to the lens being dislocated and appearing damaged. In a follow up, the surgeon reported the lens was exchanged. The surgeon reported the lens appeared malrotated with an area of damage seen at the optic/haptic junction.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge and viscoelastic were used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2013. (B)(4).